Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a sub total colectomy procedure. Reportedly, the staples did not form properly. The surgeon performed an ileostomy to complete the procedure. The hosp has no add'l info at this time.